Event description:
It was reported to philips that the device displayed an ECG leads off message for the right leg and arm. The device was in use on a patient, however there was no reported adverse event to the patient or user.